Event description:
Complaint received - siderail was not locking in the up position. No incident reported.

Manufacturer narrative:
Technician found siderail was not locking in the up position due to defective siderail end tube. Replaced defective left siderail end tube and siderail rivets to resolve this issue. Unit was in repair shop.